Event description:
A male underwent endovascular repair of aaa in 2009. The physician placed another manufacturer's endoprosthesis. Upon removal of the 18 french cook sheath, it was noted that the right iliac artery had dissected. The physician then relined the limb with another endoprosthesis and then extended with an additional iliac extender component - intentionally covering the right hypogastric artery. Patient tolerated the procedure.

Manufacturer narrative:
Lot - unk, as not provided by reporter. Expiration - unk, as lot is unknown. Unk, as lot is unknown. Unk, as lot is unknown. No product was received to assist in this investigation. The introducer is visually examined to ensure that the distal tip is free of rough edges, and the surface of the sheath is free of excessive dents, bumps or scratches. Introducers are shipped with instructions for use (IFU) listing the intended use, warnings, precautions, and the instructions for use. Regarding artery perforation, the IFU emphasizes to not insert or withdraw the introducer if resistance is felt and to maintain a wetted condition of the device for best results. If properly followed, these instructions could prevent this failure mode from occurring. Although there is no evidence to contradict the validity of the event description, there is no corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar events.